Event description:
Reportedly, the instrument was fired and its jaws would not release from the bowel. Therefore, the surgeon opened the pt to dismantle and remove the instrument and complete the case. Procedure: lap appendectomy. Pt status: no pt injury reported.